Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Later healthcare professional reported "capsular contracture baker grade ii" and "increased breast density, difference in the shape of the mammary glands". Device was explanted and unable to return due to CAPA 467140.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Patient reported left side ¿capsular contracture baker grade unknown,¿ "seroma" and "breast asymmetry, breast tightening". Device remains implanted.